Event description:
"Off/tubing-connector" noted on one unit during priming. It was reported that no one was exposed to the "split" medication. The name of the medication being primed is unknown. There is no report of patient or staff injury.